Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was out of service. A technical support specialist (tss) dialed into the server, verified the station "in service" box has been checked via server, ran query check synchronization upload from the station, confirmed all transactions had been queued locally and processed at the server, ran event report on server and found no recent transaction as well as from the station via transaction locate query. The tss verified the station was on 1.7 version and dsclientoltp had been returned, proceeded to the "backup encrypted database", saved the backup database at the d folder and proceeded with the full synchronization of the station, which was successful without "out of service" notice. The tss confirmed from the station that the last server communication was reflecting to the current time and current upload queue size was zero, informed the same to the customer, the customer confirmed the functionality and granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was out of service.however, there were no delays or adverse events or injuries reported based on this event.